Event description:
Consumer reported multiple tampons came apart during removal and pieces remained inside her. She removed the remaining pieces on her own and will seek medical attention to confirm no pieces remain.

Manufacturer narrative:
Device history record in review. Consumer did not return unused product at the time this MDR was filed. Info from this incident will be included in our product complaint and MDR trend analysis.